Manufacturer narrative:
Results: inherent risk of procedure - (failure to deliver and stent deformation). Patient's condition affected effectiveness of device (lesion morphology) - severe calcification. Conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) - severe calcification. (B)(4).

Event description:
The physician was attempted to advance an endeavor resolute rx (2.75 x 18mm) drug eluting stent to a severely calcified lesion. The device could not cross the lesion on withdrawal of the device it was noted that the stent was deformed. No clinical sequelae were reported. Evaluation summary: the stent was positioned correctly as per specification; multiple stent struts were raised and deformed; the seventh distal raised and deformed stent strut, the sixth distal raised and deformed stent strut, the sixth distal raised and deformed stent strut. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).